Manufacturer narrative:
(B)(4). Customer's elevated bg levels were not due to the pump. Elevated bg levels were due to dextrose shots and eating.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's health care professional adjusted the pump basal rate and the customer began to experience intermittent low blood glucose (bg) levels reaching as low as 25 mg/dl. Customer stated when bg levels dropped to 25 mg/dl they became unconscious and paramedics were called. Customer received 2 dextrose shots from the paramedics to bring bg's back to target range. Customer stated they subsequently began to experience elevated bg's (364 mg/dl) due to the dextrose shots, eating a bagel, and drinking orange juice in an effort to bring low bg's back to target earlier in the day. Customer delivered a bolus to stabilize bg's.